Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The mother reported via phone call that the customer was hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 200 mg/dl at the time of admission. The mother stated the customer woke up with large ketones and was vomiting. The mother stated the cause of the customer's hospitalization was from diabetic ketoacidosis. The customer was treated with an IV and fluids at the hospital. It was also found the insulin pump was disconnected from the customer's body when they were hospitalized. Troubleshooting was not performed at the time of the call. The customer declined to return the insulin pump for analysis.